Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 226672300). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open and the marksman catheter was found accordioned. The patient was undergoing stent implantation for treatment of a fusiform, unruptured aneurysm in the right cavernous sinus segment with a max diameter of 13 mm and a 13 mm neck diameter. Landing zone: distal: 4.98 mm and proximal: 5.12 mm. The accessed vessel was the femoral artery with a diameter of 5.5 mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. The angiographic result post procedure showed normal blood flow. It was reported that the cavernous sinus was grade 4, the access was difficult, and the aneurysm was large. After the microcatheter was in place, the stent was started to push. The operator gave a feedback that the resistance was large during the stent pushing process. After repeated system tension reduction and adjustment, it was delivered in place. When the stent was opened, an abnormality was found at the tip end. Then opened the stent longer and adjusted, the tip end still couldn't be opened, so the stent was removed from the body and replaced. After being withdrawn from the body, it was found that the soft section of the microcatheter had an accordion phenomenon, so a new microcatheter was replaced. It was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: the shrink tubing was found intact but pulled back from the proximal bumper. The proximal tip coil was found to be stretched. No other anomalies were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.